Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a .018¿ 3 x 2 x 40 high pressure (hp) slalom percutaneous transluminal angioplasty (pta) balloon catheter was used, but it ruptured before the pressure reaches its nominal pressure. Therefore, the device was with another balloon catheter (non-cordis) and the procedure completed. There was no difficulty removing the product from the hoop or when removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device did prep normally .the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. The lesion had a little calcification, vessel had tortuosity and was 99% stenosised . The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There no difficulty crossing the lesion. The catheter was in an acute bend. The plunger was depress into the syringe/indeflator when trying to inflate. The balloon did inflate normally. The maximum inflation pressure was 8 atm. But the balloon did burst. There was no reported patient injury. This was a shunt pta case. The device will not be returned for evaluation as it was discarded due to suspicious infectious disease.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g6,h1,h2,h3 and h6. As reported, a .018¿ 3 x 2 x 40 high pressure (hp) slalom percutaneous transluminal angioplasty (pta) balloon catheter was used, but it ruptured before the pressure reaches its nominal pressure. Therefore, the device was with another balloon catheter (non-cordis) and the procedure completed. This was a shunt pta case. The lesion had little calcification and was 99% stenosed, the vessel was described as having tortuosity. The device was not used for a chronic total occlusion (total occlusion >3 months). The maximum inflation pressure was eight atm, but the balloon did burst. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was in an acute bend. The plunger was depressed into the syringe/indeflator when trying to inflate. The balloon did inflate normally. There was no reported patient injury. The device was not returned for analysis as it was discarded in the hospital due to suspicious infectious disease. A product history record (phr) review of lot 82196811 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. Without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. However, the procedure performed was a shunt percutaneous transluminal angioplasty (pta) case and the lesion was described as having 99% stenosis with calcification which likely contributed to the reported event. Arteriovenous shunts are often scarred and fibrous in nature and therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.